Event description:
Vo with rha3 to the lip [vascular occlusion]. Case narrative: united states report received from healthcare professional via company representative on 24-apr-2026 and refers to a patient of unknown age and gender, who had received rha 3 (resilient hyaluronic acid) on unknown date for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. An unknown volume of rha 3 (resilient hyaluronic acid) was applied in lips via unknown injection technique. Cannula was used for the administration. Lot# and expiration date were not provided. On (B)(6) 2026, the patient experienced vascular occlusion with rha3 to the lip. The treatment for the event was not reported. It was unknown if the patient underwent any laboratory or diagnostic tests. At the time of report, the outcome of the event vascular occlusion was unknown. The intensity of the event vascular occlusion was not provided. Rha 3 (resilient hyaluronic acid) was not available for return. Health effect: clinical code e2328, obstruction/occlusion health effect - device code: a24, adverse event without identified device or use problem. No additional information was available at the time of this report.